Event description:
It was reported that the surgeon was unable to fixate the cup into the acetabulum due to poor bone quality of the patient. Surgeon proceeded to cement the cup for improved fixation, which is off-label use for this product. Surgeon was advised that cementing the adm cup was off-label use.

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.